Event description:
It was reported to boston scientific corporation that a patient underwent a successful treatment with a prolieve thermodilatation kit (procedure date is unavailable) as part of a prolieve post market study for the treatment of benign prostatic hyperplasia (bph). According to the reportable event form, the patient began experiencing urinary urgency on (B)(6) 2010 and dysuria on (B)(6) 2010. The urinary urgency was a shift in urgency from baseline, mild in intensity, did not require treatment and the symptom is currently ongoing. The dysuria was moderate in intensity, required treatment (specific treatment is unknown) and the symptom is currently ongoing. According to the complainant, the patient was positive for leukocytes, however, blood culture was negative. Requests for additional information have been unsuccessful.